Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "usefulness of prosthesis made of antibiotic-loaded acrylic cement as an alternative implant in older patients with medical problems and periprosthetic hip infections: a 2- to 10-year follow-up study" written by woo-yong lee, md, deuk-soo hwang, md, phd, chan kang, md, phd, byung-kon shin, md, and long zheng, md published by the journal of arthroplasty (2016) 1-16 accepted by publisher 6 june 2016 was reviewed. The article's purpose: "the purpose of this study was to compare the clinical outcomes after 2-stage revision with those following single-stage revision in patients who developed periprosthetic joint infection after primary hip arthroplasty." Data was compiled from 39 patients total (20 in group a treated with 2 stage revision using prostalac as interim prosthesis and 19 in group b treated with single-stage revising using prostalac as an alternative implant because of older age and/or medical problems. The article identifies two patients in radiographic images that received depuy product implants in their initial thas that required revision that are in this study. Each patient is captured individually in linked complaints this complaint captures a (B)(6) year old male patient with left tha implanted with a summit stem and pinnacle cup with coc bearing surfaces. He experienced pain and swelling a sense of hotness. He was diagnosed with a staphylococcus aureus infection and underwent a 2 stage with eventual reimplantation of new head and liner and cup after prostalac placement. Duration unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.